Event description:
On 5/24/93, a dual lumen groshong catheter was inserted via the left subclavian and advanced to the level of the superior vena cava. The purpose for the insertion of the indwelling central line was for acyclovir treatment. This was done under local anesthesia as a day surgery procedure.on 8/5/93, the patient returned to day surgery for removal of the groshong catheter because it was "flowing backward allowing blood to fill the colum". The proximal portion was dissected free from the surrounding tissue. A tunnel track was then loosened. The catheter eroded between the first rib and clavicle, and the damage to the wall of the catheter caused it to pull in two at this point. The distal end was firmly fixed.on 8/26/93, the patient returned at his convenience for removal of the distal portion of the catheter through percutaneous retrieval. Under local anesthesia, the catheter fragment was extracted from the right pulmonary artheria via the right common femoral vein by using a retrieval device to snare the fragment. The snared catheter fragment was then pulled down into the inferior vena cava and out the right femoral vein. The procedure was done as an outpatient in radiology.